Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the moderately tortuous, concentric, mildly calcified, 99% stenosed, de novo, mid right coronary artery (rca) with a vessel diameter of 3.0 and lesion length of 20 mm, the 3.0 x 15 mm nc trek balloon dilatation catheter (bdc) was used for pre-dilatation. It was successfully inflated once at 14 atmosphere (atm) for 20 seconds. While increasing the pressure to 18 atm for a second inflation, the balloon ruptured. The bdc was removed and replaced with a non-abbott bdc. A non-abbott stent was deployed, completing the procedure. There was no adverse patient effect or a clinically significant delay in procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.